Manufacturer narrative:
No serious injury alleged. Past history with similar products indicates that user instability and sudden / improper device manipulation is the most likely cause of this incident. Carpeting appears to have been a contributing factor in this incident. Product has not been returned for eval at this time, so it is unk if a malfunction occurred or if other factors such as misuse, abuse or lack of maintenance may have caused or contributed to this incident. MDR filed as a conservative measure.

Event description:
The consumer was walking when the sure glide brakes allegedly got caught on the carpet, causing the consumer to fall over the walker head first. No serious injury is alleged.